Event description:
Dealer is stating that the joystick was getting a red screen stating that memory has been lost. Enduser was in the chair when the red screen came on and was stranded but was able to be pushed off to the side and back home.